Event description:
Information was received from a consumer regarding a patient receiving intrathecal saline (and later fentanyl). The indication for use was non-malignant pain. It was reported that as of (B)(6) 2015, the patient still had a lot of pain. When the pump was put in, it was not put in ¿right.¿ the pump moved around a lot, and they could not get medicine in. Because of (these issues) the patient was ¿at a revision.¿ saline was in the pump before the revision, but currently there was fentanyl. The patient was taken off all of her pain pills, and the pump was increased. The patient was sore and in bed over the weekend, but she was better on (B)(6) 2016. The patient said they wanted to do an epidural on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.